Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. According to the account, the arrhythmia was secondary to hypovolemia and mechanical irritation due to the ventricular assist device (vad) cannula. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number:(B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although the account reported that the cardia arrhythmia was thought to be secondary to hypovolemia and mechanical irritation due to the vad cannula, section 1 ¿introduction¿ of the IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and hypovolemia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject was at church when her implantable cardioverter-defibrillator (ICD) fired multiple times. Subject reportedly described a funny feeling in her chest shortly before the first shock. Patient denied any vad alarms. In the emergency department the subjects ICD was interrogated and revealed that it had shocked the patient for ventricular tachycardia. Three shocks failed, but the fourth successfully converted back to atrial fibrillation. Labs showed potassium of 4.1 mmol/l and magnesium 1.9 mg/dl. The patient was admitted for further management. The patient underwent a vad speed study on (B)(6) 2018 and speed was reduced from 6,000 to 5,600 rpm. The patient was not started on any antiarrhythmic medications as ventricular tachycardia was thought to be secondary to hypovolemia and mechanical irritation due to vad cannula. The patient remained free of further ventricular tachycardia and was discharged home (B)(6) 2020.